Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had the cutter locked in but did not rotate, a cut in the hose near the muffler, a teflon seal and worn out/broken vanes. It was further determined that the device was powerbroken. Therefore, the reported condition was confirmed. It was determined that the worn out and broken vanes prevented the device from rotating. It was determined that the locking components were damaged allowing the device to run in the load position. It was determined that the assignable root cause for the vanes and teflon seal failure was determined to be due to normal wear over time. It was determined that the assignable root cause for the damaged locking components was determined to be due to user error by trying to run the device in the load position. It was determined that the cut in the hose near the muffler (zone 1) was consistent with an assembly issue during manufacturing. This issue has been escalated to CAPA. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine maintenance, it was observed that the motor device was not accepting the cutter device. During in-house engineering evaluation, it was observed that the device had the cutter locked in but did not rotate, a cut in the hose near the muffler and a teflon seal that was protruding from swivel, and was powerbroken. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.